Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient to turn off bluetooth and forget the device. Patient was also advised to remove and reinstall the g5 application. No additional patient or event information is available.